Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly powering off by itself was confirmed. Ventec observed external damage to the device which was indicative of a large impact. Ventec then opened the device in order to perform a visual examination and observed that the internal flow transducer (ift) cable was not fully seated to the ift. Ventec then properly reseated the ift cable to the ift to resolve the reported issue and completed other, unrelated repairs. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated. Additionally, there was evidence that the device had sustained a large impact which likely caused the ift cable to become unseated.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powers off by itself. There were no reports of patient involvement associated with the reported issue.